Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 96 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the patient had a "seizure vs overdose" shortly after implantation, and it was thought that the dose had been too high. No further information was provided regarding this event. No further complications were reported.